Manufacturer narrative:
Device received with normal operating currents and passed the self test, and the displacement test however, device alarmed a33 during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/a33 test, a21 error test, excessive no delivery test, or verify prime/fill anomaly due to a33 alarm.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in section b5 with this report.

Event description:
The customer went to emergency room and not hospitalized due to low blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to low blood glucose. Customer¿s blood glucose level was 44 mg/dl at time of incident. Customer reported that the insulin pump not rewinding. Customer states that they was stuck in rewind. Customer stated that they received second series of beeps, but no numbers. The insulin pump will be returned for analysis.